Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: the abutment was discarded and not returned. Therefore no evaluation could be performed. All (B)(4) abutments from this lot have been shipped. To date, this report is the first against this lot. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition.

Event description:
Dr. Stated that patient fractured abutment in (B)(6) 2013 and they were able to cement the crown back into place for a short period of time but eventually had to replace with a new abutment and crown. The original restoration was on (B)(6) 2013. No patient injury.